Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator exhibited far-field r-wave oversensing leading to inappropriate automatic mode switch(ams). Programming changes were performed. There were no patient consequences.